Manufacturer narrative:
H11: through follow-up communications, it was learned that the device was returned to manufacturer: the issue was reproduced and confirmed. Due to the aging of the device, repair was not recommended and device was scrapped. A device service history review has been performed and identified that the unit was manufactured in 2017 and two similar events have been reported in the past. Based on the investigation findings and device history review, the most likely root cause of the reported event is a blocked spindle, probably due to dried fluid residues accumulated over time due to improper cleaning of the device. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report of a defective electrical remote-controlled (erc) tubing clamp. An error message was displayed onto the heart-lung machine unit. The event occurred during procedure. There was no patient injury.

Manufacturer narrative:
A1 to a5: patient information was not provided. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.